Event description:
While using a byte night aligners, patient had a dental exam, and their dentist informed the patient that they have a pronounced over-jet. They feel that their bite is worsening.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.